Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had empty coupling boxes and were implanted two days ago. The patient stated that she had only seen empty coupling, but due to pain after implant she had been conservative with the placement. The patient reported that the healthcare provider had moved the muscles during implant and told her that pain is normal. Additional information received from the manufacturer representative reported that there was difficulty charging and it was taking too long. Repositioning the antenna did not resolve the issue and they were able to communicate with another external device. The implant was too deep. The patient had been implanted with peripheral nervous stimulation at the eyebrow and the implant was sub-clavicular under the muscle fascia. The representative stated that one week post implant they could not feel the implant and noted that the patient was very thin and the healthcare provider was most likely trying to assist the patient in not being able to see the implant sticking out of her thin body. Additional information received from the representative reported that the patient was at 50% charge. A replacement antenna was requested as the antenna was thought to be damaged. A replacement was sent. The patient received the antenna and was able to connect with two coupling bars. The patient was scheduled for an appointment to reposition the implant. Further information received from the representative reported that the patient returned to the operating room on (B)(6) 2016 and the implant was removed from under the muscle and placed under the skin in the right sub-clavicular area. It was tested with the recharger while the patient was still on the table and there were six boxes for coupling and when the drapes were removed, but they were still in the operating room, there were eight shaded boxes. The indication for use was spinal pain.

Event description:
Patient called back reporting burning in the pocket. No other information was given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that they are having an ins revision because they had difficulty getting all 8 coupling bars. They stated they had a hard time reaching the ins to charge so the doctor agreed to move it. They stated they are scheduled to have surgery on (B)(6) 2018. The patient mentioned they will be adding an additional lead also. No further patient complications were reported as a result of this event.